Event description:
It was reported that during the implant this lead exhibited low out of range pace impedance measurements and thus was not implanted. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated. Upon receipt at our post market quality assurance laboratory, the lead was observed to be severed about 7.5 cm from the terminal pin, with two segments received. A stylet was inside the lead, also severed. Resistance testing was performed and the segments were electrically continuous. X-rays were also performed, with no conductor anomalies observed. Laboratory analysis was not able to confirm the reported low out-of-range pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant this lead exhibited low out of range pace impedance measurements and thus was not implanted. The lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant this lead exhibited low out of range pace impedance measurements and thus was not implanted. The lead was expected to be returned. No adverse patient effects were reported.